Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, intra-operatively, the device had a packaging issue, the packaging had problems of design as that in some occasions the thread breaks when it was being removed from the packaging. A new device was used in order to complete the case. No patient injury.